Manufacturer narrative:
Customer's full email address: (B)(6). Investigation: a disposable set contained with fluid throughout the cassette and channel was received for investigation. Upon visual inspection, a severe kink was noted in the rbc line at the collect connector port. The disposable set was inspected for occlusions, missing parts and any misassembles and none were found. It was also noted that there were no signs of clumping or clotting in the set. The run data file (rdf) was analyzed for this event. Signals in the procedure along with the complaint description indicate that the likely cause for the low interface throughout the procedure was due to the way in which custom blood prime was performed. After the operator entered the patient data, the system recommended that the operator perform custom prime and calculated that the patient volumes in tubing set would be 53% of the patients tbv and 81% of the patients rbcs if custom prime was not performed. The operator performed custom prime, but according to the complaint record, the manner in which custom prime was performed was the operator first primed the set with 185ml of rbc and then 195ml of albumin. The custom prime displaced the saline into the waste bag, but unfortunately most of the rbc was then displaced by the albumin. This is not the appropriate way to prime the set, especially if rbcs are to be used. The drop in the patient hct is likely due to some rbcs being displaced to the waste bag during blood prime. When the operator was connected instead of the rbcs being returned to the patient, the content that was returned to the patient was mostly albumin. This caused the amount of rbcs in the channel to not be sufficient to set the interface in the optimal location to collect an appropriate product. Images and signals from the rdf confirmed this to be the case. Investigation is in process. A follow-up report will be reported.

Event description:
The customer contacted terumo bct's support line during a mononuclear cell collection procedure on a pediatric patient. Approximately an hour into the procedure, they had difficulties in establishing an interface after processing approximately 1000ml of blood volume. The support specialist had the operator check the patient's hematocrit on the spectra optia's display screen and suggested to lower the entered hematocrit by 3%. No changes were observed in the interface. The support specialist had the operator check the disposable set for kinks and discovered a kink on the rbc line close to the connector. The operator 'soften' the kink and continued the procedure. No change was observed in the interface. The operator aborted the procedure and blood samples were taken from the patient. Blood sample results determined the patient's hemoglobin dropped from 87 g/dl to 40 g/dl. Per physician's orders,the patient was transfused with 100ml of red blood cells (rbc). Post blood test results confirmed the patient's hemoglobin increased to 97 g/dl. The patient completed the procedure on a new disposable set on the same day. Due to EU personal data protection laws, the patient identifier is not available from the customer.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the customer¿s description of events, the kit analysis, and the procedure file¿s analysis, the cause of the low interface throughout the procedure was due to the way in which the custom prime was performed. The kink that was confirmed at the rbc port did not contribute to the low interface concern and is the result of an error with the packaging procedure. Correction: a terumo bct's customer representative contacted the customer and explained how to properly perform a custom prime per terumo bct instructions.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. This supplement is being filed to modify information per FDA request.